Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that the patient came in on (B)(6) with symptoms of underdose and the physician read the pump with the physician programmer and noted a motor stall. The pump had stalled and did not recover. The logs were further read and on (B)(6) 2015, a motor stall occurred and on (B)(6) 2015, the motor stall recovered. The physician had not done any programming with the physician programmer between (B)(6) and the explant of the pump. There was inquiry if the pump restarted itself after two months the moment it was explanted. Also, while reading the pump, the representative saw in the logs that sometimes, commands for a bolus were received. When the representative spoke to the physician, he told me ¿that was weird¿ because he had been implanting and refilling pumps for many years now and he ¿never¿ gives a bolus. This issue was not resolved and the cause was initially undetermined. This resulted in the pump being explanted and replaced. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and bupivacaine. Additional information was requested to clarify event details pertaining to the motor stall, medication,and current patient status. It was later provided that the first motor stall was in february and the second one ¿now;¿ two motor stalls in several months. There was no associated magnetic resonance imaging (MRI) scan pertinent to this event. The cause of the stalls remained unknown. It was also confirmed with the representative that the command bolus seen was a normal message always seen on the pump logs with a pump interrogation. No troubleshooting was performed. The patient was currently doing ¿fine¿ with the new pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.